Event description:
As reported: "left femoral trochanteric fracture. The spring part of the screwdriver was damaged while inserting the set screw, and the screw could not be fastened. The surgery was completed with a replacement."

Manufacturer narrative:
The reported event could be confirmed, since the returned device matches the reported failure mode. The device inspection revealed the following: the provided flexible set screwdriver shows several signs of usage. The flexible spiral is deformed. The outer spiral windings are partly uncoiled and broken; the inner spiral windings are slightly constricted and deformed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labelling did not indicate any abnormalities. Based on the above investigation, the root cause was attributed to a user related issue. These damages are the result of high torsional forces during rotating in counterclockwise direction. It cannot be excluded that the screwdriver was used in an abnormal manner. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "left femoral trochanteric fracture. The spring part of the screwdriver was damaged while inserting the set screw, and the screw could not be fastened. The surgery was completed with a replacement."